Event description:
It was reported that patient underwent a procedure utilizing an anchor in 2009. During the procedure as the surgeon was tying down the second anchor, the suture plus the other suture that was not tied down yet broke off and came out. The anchor remained in place and the doctor placed another anchor next to it and tied that one down.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.